Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that during service at the manufacturing facility the hinge was broken and the o-ring was loose. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences , no medical intervention and no procedural delays.

Event description:
It was reported that during service at the manufacturing facility the hinge was broken and the o-ring was loose. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences , no medical intervention and no procedural delays.